Event description:
It was reported that the right ventricular lead had elevated thresholds. The lead was capped and replaced. It was also reported that during the placement of the new right ventricular lead, they were unable to deploy the helix. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. However, it was noted that there was blood in/on the helix/lobe mechanism.